Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. The target lesion was located in the severely calcified proximal right coronary artery (rca). The lesion was predilated with a 1.9mm maverick; however, the 2.75x24mm liberte bare monorail coronary stent delivery system (sds) was unable to cross the lesion. The sds was removed from the pt and it was found that the stent struts were flared. The procedure was successfully completed with a different device with no pt complications reported. The pt's current condition is listed as "fine".

Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from the review, a supplemental medwatch will be filed.